Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump experienced many no delivery and motor error alarms. The issue resolved itself by taking the reservoir out, pressing against the piston, then primed, and rewind. Almost every time he had to fill the reservoir, he had to push on the piston to get it to prime because the insulin pump seemed stuck. Customer's blood glucose level was 99 mg/dl. The device was not returned.